Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Customer states changing the infusion set and pump alarmed pump error a couple hours later. The customer was assisted with trouble shooting. The customer changed the infusion set again and the pump once again alarmed pump error. The pump will not be return for analysis. No further information is given.

Manufacturer narrative:
(B)(4). The insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. There was no unexpected pump error 37 during testing.